Event description:
It was reported during an ablation procedure the irrigation port broke and leaked from a cool path duo ablation catheter. The physician was ablating and the temperature alarm on the generator signified a problem. He checked the catheter and note the irrigation port was broken and about to detach and was leaking saline from the handle area. The catheter was replaced with a new one and the procedure was completed. There were no consequences to the pt.

Manufacturer narrative:
One therapy cool path duo 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. The irrigation port was separated and detached when received. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. Although this device was manufactured after implementation of a quality improvement project in 03/2011, further product enhancements have since been implemented with a goal of improving customer satisfaction. These enhancements, which impact devices manufactured after 07/03/2012, include educating the supplier on proper processing of the material to make a more flexible tube and incorporating a new adhesive which eliminates brittleness and provides more flexibility to the transition between the tube and the handle. Additionally, the handle component bore was modified to provide an interlock between the adhesive and the tubing to decrease adhesive failure during luer torquing.